Event description:
A report was rec'd that the pt was taken to the ER after her stimulation came on too strong and she fell down. The pt is scheduled to undergo a revision procedure, due to the stimulation coming on too strong.